Event description:
It was reported while using two (2) bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of the device when the needle failed to recover the non-patient needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 investigation summary: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were subjected to functional tests. All samples passed testing, with no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall-off, or sleeve leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode sleeve leakage, bd has initiated further root cause investigation relating to the issue of sleeve leakage through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.